Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2 mm vicmo13.2 implantable collamer lens of -12.5 diopter was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault without rotation. Problem resolved. Additional information provided: "after icl replacement low value, uncertain whether to replace it again". No patient injury reported. The cause of the event was reported as unknown.